Manufacturer narrative:
Other text: d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
New information received 2-nov-2021: this file is to document customer's initially reported incorrect serial number. Additional information received via email 08-nov-2021: customer stated that the return merchandise authorization (RMA) for this unit has been cancelled and the device will not be returned. Customer replaced the reservoir door with a spare on site and device is working normally. Additional information received via email 16-nov-2021: date of event updated, issue found during preventive maintenance, there was no patient involvement and no injury.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was powered on and the display showed missing segments. This issue was caused by a problem with the printed circuit board component. The cause of the component failure was not definitely established.

Event description:
It was reported the device leaked. The reporter stated the issue was detected during testing with no patient involved. The reporter stated the reservoir door was replaced to address the issue and the device will not be made available.